Event description:
It was reported that dissection occurred. The 85% stenosed target lesion was located in the left circumflex artery (lcx) and a 90% stenosis was located in the left anterior descending (lad) artery. After pre-dilation to prepare the mid lcx lesion with a non-boston scientific balloon, a 2.75 x 32 mm synergy drug-eluting stent was deployed and a proximal edge dissection was observed. The dissection was covered with another 3.5x24 mm synergy stent and a 3.5x48 mm synergy stent was deployed in the lad. There were no patient complications reported, and the patient was stable post-procedure.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that dissection occurred. The 85% stenosed target lesion was located in the left circumflex artery (lcx) and a 90% stenosis was located in the left anterior descending (lad) artery. After pre-dilation to prepare the mid lcx lesion with a non-boston scientific balloon, a 2.75 x 32 mm synergy drug-eluting stent was deployed and a proximal edge dissection was observed. The dissection was covered with another 3.5x24 mm synergy stent and a 3.5x48 mm synergy stent was deployed in the lad. There were no patient complications reported, and the patient was stable post-procedure. It was further reported that pre-dilation was performed with a 2.0 x 10 mm non-bsc balloon. The stent was deployed at 14 atmospheres in a fully inflated state and the dissection was flow-limiting.